Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level started rising since (B)(6) 2015 and has experienced high blood glucose up to over 600 mg/dl. Current reading is 465 mg/dl. The infusion se was last changed the day prior to the call. The doctor was considering adjusting her basal rate settings but suggested to call to test the insulin pump first. During troubleshoot; it was stated the drive support cap is recessed. Time, date, basal rates and bolus wizard are set up correctly. The customer declined to complete troubleshooting. She stated she did not feel well and wanted to call the doctor.